Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement.